Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the electronic board should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the electrosurgical generator esg-400 which is an olympus asset with no reported complaint. During the evaluation of the device, an e433 error was observed. There was no patient involvement.